Event description:
It was reported the pump alarmed low reservoir volume and stopped approximately 4.23 hours sooner than expected. No patient injury reported.

Manufacturer narrative:
No further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a programming issue; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided so a review of the device manufacturing DHR and service history could not be performed.